Manufacturer narrative:
The explant date should have been (B)(6) 2019 rather than (B)(6) 2018.

Event description:
Related MFR. Report #:1627487-2019-06120.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-06120. It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken on (B)(6) 2019 wherein both leads were explanted and replaced thus resolving the issue.